Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Event description: (on (B)(6) 2017: during procedure) a medical staff attached the insert to a clamp. Then the medical staff found that the insert white rubber separated from the plastic base. Another insert was used for the procedure and the procedure was completed with no problem. This event didn't affect the patient. Type of intervention: na. Patient status: "no health damage was reported for the patient."

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Upon visual inspection engineering confirmed that the pad had partially separated from the insert base. It is likely that the pad had separated from the insert base due to insufficient adhesive applied to the insert base during the during the bonding process.- the probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.